Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a threader balloon catheter. There was blood and contrast in the inflation lumen. The tip, balloon, coil, hypotube, outer shaft and inner shaft were microscopically examined. The balloon was circumferentially torn with the distal end bunched up. The markerband had moved toward the tip. The shaft was kinked at the distal end of the coiled portion of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.2mmx12mm threader balloon catheter was advanced for dilation but was unable to cross the lesion. The procedure was not completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon torn circumferentially.